Event description:
It was reported that the pumps that were attached to patients for infusion showed alarms stating the battery was low and turned off during infusion. No adverse event occurred as the healthcare team were able to utilize another pump from the fleet was available for use. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, will reopen this complaint for further investigation.